Event description:
Grandson of consumer sent letter stating that the two rear wheels on the 65650 rollator allegedly have slits in them. Invacare customer service advised consumer to contact the (B)(6) for replacement wheels. No injury alleged.